Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were administered to address the bg level. The customer indicated that the occlusion was isolated to the tubing after each occlusion. Reportedly, the customer was using apidra in the cartridge.